Manufacturer narrative:
Due to characterization limit e1 event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had shutdown issue when unplugged. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and was observed that the unit operates properly when connected to the outlet but after being disconnected, it continues working briefly and then shuts down. Under battery use, the unit turns off after approximately 30 seconds. A fault in the unit batteries has been identified. The unit batteries need to be replaced. It is not recommended to use the device alone with mains power since the lithium batteries inside the device are faulty. Since spare parts were not supplied by the institution, the service order was closed due to timeout. If parts are supplied, a service visit can be arranged and submitting a new request.